Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. Event is being reported to FDA on one medwatch as the limited information available indicates that a revision procedure is (or may be) needed. Should additional information be received regarding a revision procedure, the complaint will be reassessed and further medwatch reports will be submitted, if necessary. Remains implanted.

Event description:
It was reported that patient underwent a total left hip arthroplasty on an unknown date. Subsequently, a revision procedure has been indicated due to osteolysis; however, a revision procedure has not been reported at this time. No further information has been provided.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
It was reported that patient underwent a left hip procedure due to osteolysis, during which a competitor bone graft was implanted. No revision procedure has been reported at this time.